Event description:
It was reported that the unit remained in standby mode during a case. It was further reported that this caused a delay of 5 - 10 minutes while the unit was switched out. There was no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.